Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. One forcefxc was received for evaluation. The returned sample did not meet specification as received by medtronic. The customer reported error code 261. The reported condition was confirmed in memory. The investigation isolated the failure to the control board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. An additional failure was identified during service. While performing the peak-to-peak voltage test the unit continued to activate, without any output, after the pedal was released and would not cancel until the unit was turned off. The investigation isolated the failure to the newly installed control board, but a root cause was not identified. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported an error code during testing and the unit was returned to covidien for service. An issue was discovered during service of the force fx-c unit by covidien. During peak - to - peak testing when the pedal was no longer activated, the device remained activated and the technician could not de-activate the unit until it was turned off. No injury was reported.